Event description:
Tried to turn the fluted knob on the cable tensioner, but tension is not reached. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation of the complained device shows that the holding mechanism is no longer functional as intended. The investigation was not able to determine the exact reason causing the reported problem. The investigation determined this complaint to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The 510k#: device is distributed in the united states.